Manufacturer narrative:
(B)(4). Date of birth is unknown as it was not provided. The phacoemulsification machine and footpedal were examined and tested at the customer location by an amo field service specialist (fss). The fss performed a foot pedal test. The fss was not able to confirm or verify reported issues. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported broken capsule. A brief description from the surgery center indicated the event occurred during the irrigation/aspiration segment. The surgery center indicated the vacuum would not stop even if the surgeon released the footpedal in the irrigation/aspiration mode. The footpedal was enabled for the wireless feature. The surgeon believes the footpedal connectivity was not good in the wireless feature. Although, there was no unplanned vitrectomy performed due the capsule rupture, the incision was enlarged. The surgeon had planned on implanting zvb00v intraocular lens, but as a result of the complication, a 3 piece non-amo intraocular lens was implanted. The patient outcome is good and there is no visual acuity problem reported.